Event description:
Additional information received reported skin ulceration over the pump "without exposure of the hardware". A surgical revision of the pump "re-positioning" was done on (B)(6) 2012. Signs and symptoms associated with the event was a skin infection of the pump incision line. The patient was hospitalized. Patient outcome was reported as non-serious illness/injury. The drug being used in the pump was lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's "pump was eroding" and needed to be moved "from right side to left side". The reporter noted that the patient's spasticity was "under control". The medication used in the pump was baclofen. No patient symptoms, injury or outcome were provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: 2005-(B)(6) explanted: product type catheter product ID 8575 lot# n301804 serial# implanted: 2011-(B)(6) explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).